Event description:
It was reported that after delivering a large bolus, the patient found insulin leaking from his infusion site. He set a temporary basal rate of 200% to compensate for the leaked insulin. The following day his girlfriend found him unconscious and woke him up and provided him with food and dextrose. The day after that, his blood glucose level was 44 mg/dl and he was taken to the hospital. The patient alleges that the infusion device delivered too much insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).